Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was getting flow alarms and had pump stoppage. Additional info from technical services reported that they were unable to reproduce the alarms while onsite. The customer decided to monitor the pt on the original system controller and power module. No repair was performed.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.